Event description:
Initial info was received from a consumer on (B)(6) 2012: a (B)(6) female with a medical history of asthma and being treated with prednisone therapy when asthma was acting up, her asthma was acting but did not want to start any medication around the time of poly lactic acid [sculptra]. Several days ago, she got poly lactic acid injected for facial filling. She had been very gaunt looking. Her asthma is still acting up and she wants to take prednisone but the doctor told her not to because it could counter the effects of the sculptra. The pt reported that the injections were very painful. She took a low dose alprazolam before the procedure but it did not help. The doctor gave her numbing injections-maybe lidocaine before hand but it did not help. Concomitant medication included budesonide and formoterol [symbicort]. No further relevant info was provided.